Event description:
Improper caution on cibavision clear care cleaning and disinfecting solution for contact lens. Claims its for storage and not to put directly into eyes, but does not state danger or caution of possible blindness if stored in anything other than the container supplied--misleading to the consumer because it seems exactly like other multipurpose solutions -brand name or generic- that one can use with soft contact lens. Rather than use the lens case provided pt just used regular case because pt was on travel. When pt took the first contact lens out of case and rinsed with solution to put in right eye, it stuck and began to burn eye --- the product is not like other soft multipurpose solutions because it contains 3% hydrogen peroxide. The warning labels are misleading for even a college educated person like self who works in the field of public health. Eye was red for two days. Pt had to rinse with cold water, plus use ice packs.